Manufacturer narrative:
Age at time of event: "50s". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to serratia. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with cefepime (for 21 days, dose, route and frequency were not reported) for peritonitis. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.